Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 476 mg/dl at the time of the incident. The customer had changed their site, had a meal, bolused, and woke up with a high. The customer was at 337 to 375 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and a bent infusion set cannula was found. The customer also had a low of below 50 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.